Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while delivering a bolus. The customer's blood glucose level was 488 mg/dl and was treated by changing the cartridge/infusion set tubing and administering a bolus. During troubleshooting with tandem's technical support, it was determined that the tubing was the cause of the alarm. Reportedly, the customer was using apidra insulin.